Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test and prime test. Insulin pump received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump received with minor scratched display window, cracked case display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during prime. The blood glucose reading was 117 mg/dl. No significant events leading to the alarm were observed. Nothing further reported.